Event description:
It was reported that the patient was experiencing pump was no longer working that was noticed after aggressive bike riding that once the pump was squeezed the pump/cylinders would not fill with fluid with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. The physician troubleshooted to fix the collapsed pump as detailed in the instructions for use (IFU) without success. The physician also noted that the 'pop' during the troubleshooting and activation was not heard or felt. There is also minimal scarring around the pump that would constrict pump flow. Further troubleshooting tips were provided to the physician, suggesting to have the patient come back to the clinic to try further troubleshooting to get the poppet to pop, if these trouble shooting steps fail the physician will replace the pump. Further troubleshooting steps were provided to the physician for further attempts to resolve the issue. The pump failure has not yet ben resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm the reported pump malfunction as the pump was not returned for analysis, however the reservoir was returned for analysis but no malfunction was identified with the reservoir. Technical analysis: the ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Product analysis concluded there was not a malfunction with the reservoir. Labeling review: a review of the device instructions for use (IFU) was performed. The instructions for use includes the reported allegations with troubleshooting steps, this event does not represent a new hazardous situation. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on analysis result and information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient was experiencing pump was no longer working that was noticed after aggressive bike riding that once the pump was squeezed the pump/cylinders would not fill with fluid with an inflatable penile prosthesis (ipp). The physician troubleshooted to fix the collapsed pump as detailed in the instructions for use (IFU) without success. The physician also noted that the 'pop' during the troubleshooting and activation was not heard or felt. There is also minimal scarring around the pump that would constrict pump flow. Further troubleshooting tips were provided to the physician, suggesting to have the patient come back to the clinic to try further troubleshooting to get the poppet to pop, if these trouble shooting steps fail the physician will replace the pump. Further troubleshooting steps were provided to the physician for further attempts to resolve the issue. The pump failure has not yet ben resolved. The ipp reservoir was explanted and replaced with a new ipp reservoir.